Event description:
On (B)(6) 2011, the patient was implanted with two gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. On an unknown date in (B)(6) 2012, computed tomography scan revealed a distal type I endoleak on the left side. The physician attributed the endoleak to a loss of device apposition due to aneurysmal disease progression. On (B)(6) 2015, the physician extended the graft system on the left side with an additional gore® excluder® aaa endoprosthesis. The endoleak was resolved, and the patient tolerated the procedure.

Manufacturer narrative:
Re-intervention procedure took place on (B)(6) 2015.

Event description:
On (B)(6) 2011, the patient was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On an unknown date in (B)(6) 2012, computed tomography scan revealed a distal type I endoleak on the left side. The physician attributed the endoleak to a loss of device apposition due to aneurysmal disease progression. On (B)(6) 2015, the physician extended the graft system on the left side with an additional gore excluder aaa endoprosthesis. The endoleak was resolved, and the patient tolerated the procedure.

Manufacturer narrative:
Additional excluder® component included in this report: pxc201000/8205398. A review of the manufacturing records for the devices verified that the lots met all pre-release specifications. The physician attributed the issue to a progression of underlying iliac disease. The gore® excluder® aaa endoprosthesis instructions for use (IFU) state ¿patients should be counseled as to the possibility of subsequent reinterventions including catheter-based and open surgical conversion¿.